Event description:
On (B)(6) 2025 patient's daughter called inogen to report that the patient's device gs was not delivering oxygen to the patient. Per the daughter she confirmed the patient was hospitalized overnight after the incident with the device. The patient's daughter stated the patient is currently experiencing upper respiratory issues related to a previous covid episode. She confirmed the patient had already received the new gs unit, which is working fine for her. The patient confirmed receiving oxygen at the hospital and is currently back home recovering.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted.